Event description:
Boston scientific received info that the pt implanted with this subcutaneous implantable cardioverter (s-ICD) received an inappropriate shock for t-wave oversensing while putting her pants on. It was believed to be positional since the pt had not had any shocks before. Auto setup was performed again and the sensing vector switched from secondary to primary. Device data was reviewed by boston scientific technical services (ts). Ts suggested staying with the new auto setup vector of primary. Ts also discussed options of raising the therapy zone settings and testing the system with elevated heart rates. Testing the pt mimicking the motion she made when she received the shock was also advised. No adverse pt effects were reported.

Manufacturer narrative:
As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.